Event description:
It was reported that the procedure was to treat a long, diffused lesion in the distal right coronary artery with heavy tortuosity and moderate calcification. Pre-dilatation was performed and the 3.5 x 28 mm xience prime stent was implanted successfully at 14 atmospheres; however, after the stent was deployed, a proximal dissection was observed. It was noted that the balloon shoulder may have caused the dissection. A new stent was used to treat the dissection. It was noted that the balloon overhang may have caused the dissection. There was no clinically significant delay and the procedure was completed successfully with a good patient outcome. No additional information was provided.

Event description:
Additional information reported that the balloon overhang was seen during angiography.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The balloon shoulder/overhang was not confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that a proximal dissection occurred after the xience prime stent was implanted successfully and that it was noted that the balloon shoulder/overhang may have caused the dissection. Dissection, as listed in the instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. The IFU also states: implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent, and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.